Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The pump reportedly had intermittent power, a cracked battery compartment and moisture behind the display lens. The reporter denied damage to the battery cap and confirmed the pump's battery cap had never been changed. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2019 with the following findings: a review of the black box showed reboots had occurred. The battery cap attached securely to the pump. Moisture was visible in the display, and the battery compartment was cracked. The pump leaked at the battery compartment. The pump was opened, and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.